Event description:
A caller reported a cartridge alarm 30 issue. There was no adverse impact to the customer's blood glucose level. Customer technical support confirmed that the customer had previously reported cartridge alarms with consecutive cartridges for cartridge alarm 20, and as a resolution, the pump will be replaced. Customer will continue to use current pump.